Event description:
Patient was revised to address lossening of the tibial component. It was reported that the tibial stem migrated laterally.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.